Manufacturer narrative:
(B)(4). This lead has not been returned. If information is provided in the future, or following completion of analysis if the lead is returned, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited a gradual increase in shock impedance measurements with no out of range measurements observed. Additional information was received indicating the shock impedance measurements were high and out of range in all vectors. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.